Manufacturer narrative:
Literature citation: sei tominaga "lumbar canal stenosis surgery by x-stop peek". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent a surgery with general anesthesia on decubitus position. During the surgery, the patient's spinous process broke due to osteoporosis and therefore the approach was changed to laminoplasty.